Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer reported that the alert had not reoccurred after charging the pump for 30 minutes. The customer¿s blood glucose was 169 (mg/dl).